Event description:
The customer stated that when selecting a thumbnail image on the right monitor, it brought up a different image. This is indicative of a data mix situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The system software and calibration files were evaluated and replaced. The system was tested and found to be working as intended and returned to service.